Event description:
It was reported that the or staff called in prior to the case to report an issue with the system, stating that the system had a fault. The staff attempted to recover from the fault, but the issue persisted. The technical support engineer (tse) reviewed the logs and confirmed the issue. The tse guided the caller through a hard power cycle of the entire system and reseated all blue fiber cables, but the issue remained unresolved. The tse inquired about any recent power surges, but the caller was not aware of any. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the advanced processor (ap). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ap was inspected where the leds were on and the fan was spinning. An advisory 66201 error was also found in the logs. The syst was left to idle for sixteen hours, and power cycled five times with no issues. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.